Event description:
It was reported that a patient presented remotely via merlin.net. The atrial lead exhibited noise over sensing resulted in inappropriate auto-mode switch. The atrial lead was capped and replaced on (B)(6) 2024. The patient had no consequences.